Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/28/2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: event problem and evaluation codes - additional.

Event description:
Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri dec 02 15:03:49 est 2016 with MFR# 3004753838-2016-29522. The ack3 was received on fri dec 02 15:03:49 est 2016 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.